Event description:
It was reported that the patient's device was explanted due to infection and device extrusion. The patient is being monitored. When more information is available, a supplement report will be submitted.